Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that insulin was squirting out during the manual priming process. Customer stated that the drive support cap was sticking out. Troubleshooting showed that the insulin pump returned an additional error alarm and experienced an unexpected restart. Blood glucose level was 98 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.